Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed. A fractured screw fragment was seen stuck inside the implant. DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did occur. Evidence of a fractured screw fragment was identified stuck inside the implant. The reported event is confirmed. No further investigation or immediate CAPA/hhe/descalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / provided. D2: type of the device unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported a screw fracture inside the implant. The screw could not be removed from the implant, so the implant was removed. No impact on the patient was reported. The process was not completed with another implant.